Event description:
On december 03, 2009 a (B) (4). Field service technician responded to a service request by the hospital to evaluate a castle light that had fallen a few days earlier. Upon arrival, the technician learned that the main arm of the light had broken off at the axle end of the arm. Suspended by the power cable, the arm was able to swing like a pendulum, and glanced a pt undergoing a skin cancer procedure. Hospital staff evaluated and then released the pt as no adverse consequences resulting from this event were found. (B) (4).

Manufacturer narrative:
The light involved in this incident was manufactured by castle in the 1983-1987 time frame. These lights were produced by castle prior to the purchase of the company by (B) (4) in the 2000-2001 time frame. At that time, the manufacturing of the castle lights was stopped. Currently, the manufacturing site in (B) (4) is in the process of being closed down and the product complaints for (B) (4) product going forward are being processed by the ((B) (4)) sales and service unit (first importer) in (B) (4). (B) (4) does not provide the servicing for this equipment. The servicing is conducted by the hospital itself. On friday, 12/4, the hospital biomed removed the entire lighting system from the ceiling. Being investigated.